Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of this date, there has been no return of product, therefore, boston scientific crm cannot confirm nor deny this reported clinical allegation. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed noise on the ventricular channel during positional maneuvers. A lead fracture was suspected. In addition, impedance measurements varied between low to high out of range values. Holter monitoring revealed pacing pauses of about six seconds. The patient with this lead is pacemaker dependent and remains hospitalized until a lead revision procedure is performed. No adverse patient effects were reported.

Event description:
Additional information was received; a revision procedure was performed. This lead was removed and replaced.